Event description:
It was reported that the patient heard an alert and presented to the clinic. Interrogation showed right ventricular (rv) lead noise which triggered the lead integrity alert (lia) and extended ventricular fibrillation (vf) detections. During these episodes there was also atrial lead noise which triggered a mode switch. All episodes occurred during three days when the patient was using a washing machine frequently. The stored episodes were consistent with electromagnetic interference. The number of intervals to detect was extended and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, and the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor (lfp) occurred on (B)(4) 2013. One ventricular fibrillation episode of 120 milliseconds average v-cycle occurred on (B)(4) 2013. Five lfp high rate non-sustained episodes of less than or equal to 162 milliseconds average v-cycle occurred between (B)(4) 2013. Concomitant medical products: 6935, implantable tachy lead, (B)(6) 2012. (B)(4).